Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call sensor anomaly. Customer's blood glucose level was 152 mg/dl. Customer's parent advised the sensor was not there when they removed it from the patient's body. Customer was unsure if the sensor fractured while in the body. Customer was advised to return the sensor for analysis and that a replacement sensor would be sent out. The sensor will be returned for analysis.